Event description:
Surgeon noted the fifteen degree full radius shaver was not spinning. Scrub tech took unit apart and noted shaver shaft was broken. This is the same lot number that we had a similar encounter on (B)(6) 2012. ID number (B)(6). Physician has been using same product for years with no other events. Lot number has been removed from service and reported to company. (B)(4) rep for (B)(4) has been notified.